Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, the high flow insufflation unit was in use with the upper pressure limit set to 13. However, during insufflation, the displayed pressure reportedly increased to 15 without user intervention, and an unknown error message occurred. The intended procedure was completed using the same device. The patient was under sedation at the time of the event. No patient injury, adverse event, or health hazard was reported.